Manufacturer narrative:
Additional manufacturing narrative: the device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported device consistently dropouts during measurement. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using ac while in the docking station, but communication could not successfully be established between the docking station and the device. The device screen kept resetting itself while in the docking station. The connection was intermittent; however, the device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed one of the pogo pins on the system circuit board was broken and the battery was missing which prevented the unit from making a successful connection with the rds and caused the screen to reset itself continuously in order to make a connection with the rds. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues prior to this reported event.